Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach in a laparoscopic gastroplasty, device presented difficulty in performing the stapling, not being able to reach its entire firing, being necessary to exchange for another load. Device was also locked on tissue and had to be removed with other instrument. No patient injury.